Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt's aneurysm measured 7-7.5 cm and a left common iliac artery was aneurysmal. Aneurysm neck size and angulation are unk. After all the stent grafts were implanted there were no endoleaks distally or proximally, and the pt had excellent femoral pulses. A CT scan demonstrated that the bifurcated device has migrated distally up to 2 cm below its original location, and the top of the stent graft appears to be within the aneurysm sac. There is an increase in aneurysm size which now measures 7.6 cm x 7.2 cm; however, there is no evidence of hemorrhage. There is consideration of repairing the migration with aortic cuffs or open repair, and no intervention has been currently planned.